Event description:
The reporter stated that the guidewire was bent and the tip of the dilator had broken off but was still on the wire. No pt injury or treatment was associated with this event. Issue was reported to medex medical, lancashier, england.